Event description:
On or around march 14, 1997 the account obtained a discrepant result using the hcg kit when a pre-surgical patient who had a random urine sample test for a positive result. The result was a moderate to strong positive. The doctor did not think the patient was pregnant. The urine sample was repeat tested for a positive result. The sample had been run using lot number 23625m300. The account opened a new kit with lot number 23626m300 and the result this time was a faint positive result. The patient's blood was drawn and tested on lot number 23626m300 for a negative result. No quantitative test was run. Per the reporter, the doctors stated that this patient was not pregnant. The patient's procedure, septaplasty, was performed and went fine.

Manufacturer narrative:
Investigation results: for the testpack combo hcg: for the file kits (masteriots 23625m300 and 23626m30): both returned samples (urine and serum) tested negative for hcg on these lots. For the quality control kit: both returned samples (urine and serum) tested negative for hcg on this lot. For the returned components: all returned reagents and reaction discs performed acceptably. For imx total beta hcg: the returned patient serum sample mean hcg was 5.474 miu/ml. Abbott controls were within package insert ranges. For imx hcg: the returned patient serum sample mean hcg value was 5.161 miu/ml. Abbott controls were within package insert ranges. For both imx beta hcg and imx hcg: hcg levels between 5 miu/ml and 25 miu/ml may be indicative of early pregnancy. Evaluation complete-final report.